Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer indicated that they were "not feeling my self or weird" with symptoms of light headedness and nausea. The customer was unable to self-treat, requiring a treatment of water from a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer indicated that they were "not feeling my self or weird" with symptoms of light headedness and nausea. The customer was unable to self-treat, requiring a treatment of water from a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Watermark was not observed at the base of the tail (indicating that the sensor was applied correctly). Therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.